Manufacturer narrative:
Non-healthcare professional. Product event summary: the mapping catheter, 990063-015 with lot number 214181874 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and the introducer was removed. Verification of steering functioned normal. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. Movement and deflection of the catheter distal to the lemo connector did not induce any interference noise. In conclusion, the reported issue was not confirmed through testing. However, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, noise was observed while using the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. Following analysis of the product/clinical data an out of specification finding was discovered.